Event description:
The patient fell and felt a "pop" in his left hip. Afterward he felt pain in his left groin and knee and a loss of stimulation coverage. He had 50% pain relief. The patient also had an implantable pump. Approximately a week later an x-ray and computerized tomography were performed. They revealed no acute fracture, ankylosing spondylitis, and prior spinal surgery involving an unroofing procedure involving the posterior elements from the l2 to the l5 level. The lower lumbar spine had been stabilized with metallic hardware and fusion of the lateral aspects of the lumbar spine. There were degenerative changes of the lower lumbar spine with bony osteophytes narrowing the anteroposterior diameter of the spine by 50%. The device was reprogrammed about 1 week later. Impedances were greater than 3600 ohms on all bipolar electrode combinations involving electrode #7 (unchanged from before). Stimulation sensation was intermittent. His pain was rated at 9-10/10. The device was reprogrammed, avoiding electrode #7 as was done previously. Stimulation was comfortable after reprogramming. Coverage was obtained from his tailbone to his feet.